Manufacturer narrative:
. E3: occupation: cardiac cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the glidesheath was used for a radial case. When they went to pull out the wire, the wire was sheared. They did flouro the patient's arm to make sure nothing was left and everything was good. There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 23may2025: the procedure performed for the patient was heart cath. A 6 french glide slender was the procedure sheath size used. There were difficulties with arterial access, sheath, guidewire, or catheter insertion. The doctor had a hard time advancing the wire through the needle, he removed the wire through the needle and the wire tip came apart. The arm was scanned with flouro and no remnants were found to be left behind. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire mechanical separation as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).